Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. There were no reports of the patient being harmed as a result of this malfunction. Report states that the device was in use for three (3) days before the issue occurred. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to FDA on (B)(4) 2014; (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Manufacturer narrative:
Additional information was received on 08/10/2015. Third party manufacturer reviewed the routers used to manufacture lot # 13vm505509 and no discrepancies or deviations were found outside the normal process parameters during manufacturing. All the catheters pass cosmetic as well as functional testing per convatec specifications. The retain samples for this lot were inspected and they were found to be functional and non-defective. No previous investigations are available. After a thorough batch review no discrepancies were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. Section h4 has been updated to reflect the device manufacture date. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It is reported that the luer connector of the inflation port presented and issue. The nurse of the hospital noted that there was no pressure and the balloon was deflating inside resulting in the nurse changing the device for a new one.